Event description:
It was reported that urine was not flowing after the placement of foley catheter. Upon removal, it was found that the eyelet was not opened. Per follow-up information received via ibc on 28oct2021, stated that the eyelets were not opened before the placement of catheter. As per the photo sample received, there was a white bump on the drainage funnel.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. An amber 3 way foley catheter was returned opened without original packaging. A photo sample was also returned. Visual evaluation of the photo and physical sample confirmed the catheter did not have drainage eyes. The catheter does not meet specification, which states to inspect for "correct eye configuration, damaged funnels, drain eye quality, quantity of drainage eyes". Both physical and photo sample confirmed a sharp lump on the catheter drainage funnel. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine did not flow after the placement of the foley catheter. Upon removal, it was found that the eyelet was not opened. Per follow-up information received via ibc on 28oct2021, it was stated that the eyelets were not opened before the placement of catheter.